Event description:
It was reported that during the implant procedure the lead dislodged after being placed. The lead was repositioned, but did not provide stimulation in bipolar mode. The physician felt the issue was with the lead's ring conductor. The lead was not implanted. Patient outcome was listed as "ok". No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies found however, blood was in/on the helix/lobe mechanism.